Event description:
Customer requested an event log review to determine device programming. Customer reported the pt was over sedated and required administration of narcan. The customer stated the following: the reason for the event log review was to compare hydromorphone pca programming to the physician pca orders entered in their emr system. (Specific pca dosage orders not provided.) The pt may have received additional medication due to the physicians modifying the pca orders and the user programming additional clinician initiated boluses from previous emr orders. Hydromorphone was programmed for pca only, 0.1 mg/dose every 10 minutes (hydromorphone concentration not provided), the pca only dose was titrated up to 0.2 mg/dose, then to 0.3 mg/dose then to 0.4 mg/dose, each with a lock out of 10 minutes. With each dosage increase, clinician initiated loading doses may have been given. The final programming was pca +continuous with 0.4 ng/dose, lock out 10 minutes but no other parameters provided. Requested the log review encompass the 24 hour period of (B)(6) 2012. No long term pt harm reported. No additional event and pt details provided.

Manufacturer narrative:
(B)(4). The customer's request for a log review to determine hydromorphone pca programming has been completed; no device malfunction has been alleged by the customer. On (B)(6) 2012 at 6:39 pm, hydromorphone was programmed for pca dose only at 0.2 mg. The dose was titrated up to 0.3 mg and then 0.4 mg until (B)(6) 2012 at 2:03 pm, when the device was reprogrammed. Pca+continuous was programmed with a pca dose of 0.4 mg and continuous dose of 1 mg/ml. This ran until the device was powered off at 3:36 pm. The log review showed that over the 20 hour and 40 minute infusion, a total of 72 pca doses were delivered for a total volume of 22.9 ml. An additional 1.0 ml was programmed as a bolus dose and approximately 1.09 ml as a continuous dose for a total volume infused of 24.9942 ml (24.9942 mg). The reported pca dose programming of 0.1 mg, was not found in the device logs. It is possible that this dose may have been programmed prior to the available data in the device logs, but it could not be confirmed. (B)(4) = log review only. (B)(4).